Manufacturer narrative:
The field service engineer (fse) also installed a new halogen lamp. The investigation determined the event was caused by the incorrectly installed probe and the halogen lamp that had to be replaced. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer inspected the analyzer and determined that the event may have been caused by a probe that was incorrectly installed. He then installed the probe correctly. He performed qcs with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3 (tbil) results from two patient samples tested on the cobas integra 400 plus. Sample ID (B)(6). The initial result was 0.22 mg/dl. The first repeat result was 17.49 mg/dl. The second repeat result was 9.11 mg/dl. Sample ID (B)(6). The initial result was 0.25 mg/dl. The first repeat result was 5.17 mg/dl.